Event description:
This is a case report received on july 9th 2010 by baxter (B)(4) from a physician (B)(6). An episode of allergic reaction and clotting of the extracorporeal circuit occurred during a hemodialysis session with baxter xenium 190 hf dialyzer. The (B)(6) male patient in end stage renal disease for an unreported reason, has been dialyzed since (B)(6) 2003, after a failure of a graft and a period of continuous ambulatory peritoneal dialysis (capd). It is reported that since 2010, the patient was dialyzed with fx80 then xenium 190 dialyzers without any similar reaction. However, the patient already experienced episodes of malaise coupled with diarrhea when the treatment was done with a dialyzer with polyacrylonitrile membrane (an69 st). On (B)(6) 2010, a hemodialysis session was started with a gambro machine and blood lines (gamma sterilized). The vascular access was a fistula needle (product identification not reported, gamma sterilized). The heparinization (product identification not reported) was done with a bolus of 2000 units followed by a continuous pump infusion at a rate of 500units/hour. The dialyzer used was a baxter xenium 190 hf. Reportedly, 15 minutes after the therapy started, the patient experienced malaise, a hot flash and urticaria on the upper extremities and thoracic-abdominal area. The patient?s arterial blood pressure dropped from 130/78 to 100 mm hg systolic, with a heart rate of 81 beats per minute. Pressures were reported to be: -58 arterial, 212 venous. The therapy was immediately stopped, and it was noticed that the extracorporeal circuit was clotted and the content of the extracorporeal circuit was therefore not re-infused into the patient. The patient was treated with polaramine and 100 milligrams of hydrocortisone intravenous. The hemodialysis session was restarted later with another dialyzer (bgu 1.6) and the rest of the session was uneventful. A thrombosis of the vascular access is suspected by the reporter. No sample is available as dialyzer and bloodlines were discarded. No further information is available.

Manufacturer narrative:
(B)(4).the sample is not available as it has been discarded.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.(B)(4).